Event description:
Device malfunction: device came out of artery. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during clip delivery, the device came out of the wound track and the clip did not deploy. Hemostasis was achieved using an unk method. There were no reported adverse pt effects. Though requested, no add'l info is available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.